Event description:
(B)(4) anterior radial tear - issue: on (B)(6) 2022, while on site (B)(4) cas (B)(6) was informed by dr. (B)(6) that case (B)(6) had a sub-incisional anterior capsular tear.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case (B)(6)- centration was superior with minimal movement throughout the treatment. Minor patient movement contributed to a weak capsulotomy and with the radial tear being located sub incisional the excessive pressure placed on the edge could cause an area of weakness. Root cause: minor patient movement and pressure of the lens contributed to a weak capsulotomy. Laser functioned as designed. Improve/innovate/control: cas oscar will discuss findings with surgeon and staff.